Manufacturer narrative:
Device evaluation: reliability engineering evaluated the device and determined that the attachment device failed the cutter insertion assessment. Therefore, the reported condition was confirmed. It was further observed that the nose tube was flared out. During repair it was observed that the bearings were worn out, corroded and broken which created a situation where the cutter was not able to be inserted. This was because the bearings are no longer in axial alignment and not allowing the cutter to pass through. The assignable root cause for component damage (nose tube was flared out) was caused by user error and the root cause for component damage (cannot insert cutter) was caused from normal use and servicing over time due to worn out bearings. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation.  Once the investigation has been completed, a supplemental medwatch will be submitted.  If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings were damaged, the device rattled, the extension sleeve was damaged, the device was missing balls and casing, and the ball bearings fell apart. It was further determined that the device failed pretest for cutter insertion, lock operation and temperature. It was noted in the service order that the device does not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.